Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the display blanked out during surgery. The centrifugal pump that had the blanking display was being used for kinetic assist and not as the arterial pump. Kinetic assist is using a centrifugal pump head in the venous line to actively drain blood into the venous reservoir of the oxygenator. While on cardiopulmonary bypass, the centrifugal display on the venous augmentation pump went blank. The user removed the power/communication cable and reconnected, and the display became operational again. There was a 1 minute loss of venous assist during this re-connection. Ten minutes later, the display blanked again and the user decided to change out the display which took about 3 minutes. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.